Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The patient reported that packaging was open at the bottom. At the time of this report, the customer has answered our inquiries but states that there is no other information available. The complaint file will be updated if further information is received. See associated mdrs 8040412-2023-00134, 8040412-2023-00167, 8040412-2023-00166, 8040412-2023-00165, 8040412-2023-00164, 8040412-2023-00163, 8040412-2023-00162, 8040412-2023-00161, 8040412-2023-00160, 8040412-2023-00159, 8040412-2023-00158, 8040412-2023-00176, 8040412-202 3-00175, 8040412-2023-00174, 8040412-2023-00173, 8040412-2023-00172, 8040412-2023-00171, 8040412-2023-00170, 8040412-2023-00169.

Event description:
The patient reported that packaging was open at the bottom. At the time of this report, the customer has answered our inquiries but states that there is no other information available. The complaint file will be updated if further information is received. See associated mdrs 8040412-2023-00134, 8040412-2023-00167, 8040412-2023-00166, 8040412-2023-00165, 8040412-2023-00164, 8040412-2023-00163, 8040412-2023-00162, 8040412-2023-00161, 8040412-2023-00160, 8040412-2023-00159, 8040412-2023-00158, 8040412-2023-00176, 8040412-202 3-00175, 8040412-2023-00174, 8040412-2023-00173, 8040412-2023-00172, 8040412-2023-00171, 8040412-2023-00170, 8040412-2023-00169.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.